Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not responding to touch. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states the touchscreen is not responding to touch. The customer attempted to perform touchscreen calibration; unit unable to calibrate. The rse provided the customer with part number and price for a replacement touchscreen as requested.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.